Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material 930815ns - batch #1138175. It was reported that there was foreign matter found in the packaging. Email verbatim: ¿yesterday a hair was found in one of their gyn packs on the prep applicator. The pack was not saved during the rapid turnover as the patient was being brought back to the operating room. There was a 5 minute delay in the case." No further information provided at time of entry. Chloraprep ¿ product # 930815ns.

Event description:
Material 930815ns - batch #1138175. It was reported that there was foreign matter found in the packaging. Email verbatim: ¿yesterday a hair was found in one of their gyn packs on the prep applicator. The pack was not saved during the rapid turnover as the patient was being brought back to the operating room. There was a 5 minute delay in the case." No further information provided at time of entry. Chloraprep ¿ product # 930815ns. External reference #(B)(4)

Manufacturer narrative:
The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. Gowning procedures require operators to wear hair nets, gloves, safety glasses and head covers. If protective equipment is worn improperly it is possible for associates to accidentally shed hair onto the product as they are loading components into their corresponding containers/packages. An initiative under our current CAPA is to replace lab coats to prevent hair from coming into the controlled manufacturing environment. Anti-electrostatic coats started to be implemented on (B)(6)2021. Bd will continue to track and trend. H3 other text : see narrative below.